Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient received inappropriate shocks and anti-tachycardia pacing (atp) to treat multiple episodes of supraventricular tachycardia (svt). A physician was aware of the issue. All electrical measurements were normal. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to section b5 describe event or problem.

Event description:
It was reported that this patient received inappropriate shocks and anti-tachycardia pacing (atp) to treat multiple episodes of supraventricular tachycardia (svt). A physician was aware of the issue. At the time, all electrical measurements were normal and the device remained implanted. Approximately 3 years later, additional information alleged this patient developed post-traumatic stress disorder (ptsd) due to receiving 14 inappropriate shocks. A physician approved the de-activation of the ICD to resolve the issue. No additional adverse patient effects were reported.